Event description:
It was reported that in 2011, the patient was implanted with a new lead but the wound would not close up. Additional information received reported that the patient did not clarify if any malfunctions were seen or the cause of the issue determined. It was noted that the lead was explanted and a new lead was re-implanted in 2011. It was noted that it was unknown if anything was done to close up the wound. It was noted that the outcome of the patient was unobtainable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: neu_leadcap_acc, implanted: (B)(6) 2011, product type: accessory. Product ID: n EU_unknown_lead, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).